Event description:
Caller reports being unable to test customer on the aviva system due to an error on the device. Later that evening, customer became unresponsive; caller treated the customer with root beer and low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.